Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had issues with the reservoirs. When she attempted to push the insulin through with the plunger, the insulin did not go through the tubing. The customer used five reservoirs. The device was not returned.